Manufacturer narrative:
The hernia recurrence was noted at the patient's final follow-up visit (approximately 26 months post-op) in a post-market study. The patient was known to have diabetes and undergone at least one previous hernia repair, known risk factors for hernia recurrence.

Event description:
A patient enrolled in a post-market study was reported to have a hernia recurrence approximately 26 months after incisional/ventral hernia repair with ovitex 1sp.